Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The ticket search by lot indicates that the complaint lot performs as expected for this product. Ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the architect tsh reagents in the field was reviewed using data gathered from customers worldwide. The patient median values obtained with the complaint lot 58165ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. Labeling was reviewed and sufficiently addresses the customer¿s issue. Based on the investigation, no systemic issue or deficiency of the architect tsh reagent lot 58165ud00 was identified.

Event description:
The customer reported falsely decreased architect tsh and provided the following data: the customer's reference range is: reference range: kids 4 days - 5 months 0.73 - 4.8 miu/l, 6 month - 13 years 0.70 - 4.2 miu/l, 14 - 18 y 0.50 - 3.4 miu/l, adults over 18 y 0.50 - 3.6 miu/l. On (B)(6) 2024 sample ID (B)(6) tsh result was 0.38 miu/l. A new sample from the same patient (sample ID (B)(6)) was obtained and tested on (B)(6) 2024, which generated a result of 2.98 miu/l. There was no reported impact to patient management.

Event description:
The customer reported falsely decreased architect tsh and provided the following data: the customer's reference range is: reference range: kids 4 days - 5 months 0.73 - 4.8 miu/l 6 month - 13 years 0.70 - 4.2 miu/l 14 - 18 y 0.50 - 3.4 miu/l adults over 18 y 0.50 - 3.6 miu/l on 13 mar 2024 sample ID (B)(6) tsh result was 0.38 miu/l. A new sample from the same patient (sample ID (B)(6)) was obtained and tested on 24 apr 2024, which generated a result of 2.98 miu/l. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: sample ID's are (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.